Event description:
It was reported that short v-v intervals were noted. The lead was set to unipolar with myopotential oversensing seen during testing in unipolar. The lead was programmed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2013. (B)(4).